Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the system board was found. The device's system board was replaced to address the issue.